Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she got a replacement insulin pump and already set it up. Customer stated that her last blood glucose was 416 mg/dl. Customer stated that she was trying to give herself a bolus. Customer stated that she may have already given herself a bolus in a normal bolus. Customer indicated that she was in a lot of pain and may have done something to her shoulder. Customer stated that her blood glucose runs high and she is going to the hospital for shoulder issues.